Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: back pain, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 600cc mentor memorygel breast implants, suffered back pain, bilateral breast capsular contractures (baker grade unknown), post-procedure. The implants were characterized as not looking right. As a result, the patient underwent bilateral implant removal on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 26, 2022, mentor became aware that the explantation surgery was updated to march 8, 2022. On (B)(6) 2022, mentor also became aware that the patient was also diagnosed with bilateral breast infection. Reason for device explant and/or reoperation: back pain, capsular contracture, infection this medwatch form is for the right breast prosthesis.